Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage (sleep/wake button unresponsive; screen unresponsive; screen visibility) was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet display became pixelated after the device was bumped during play, though glucose readings and meal announcements remained visible and functional. Symptoms included no adverse clinical effects. Outcomes included the user being transitioned to backup therapy and shipment of a replacement ilet. Investigation included customer service triage and logistical review for replacement. Investigation of this device revealed physical damage to the display consistent with user handling, resulting in a compromised screen while core functionality persisted. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage.